Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spondylolisthesis(l4-5), stenosis(l5-s1) and underwent transforaminal lumbar interbody fusion at l4-s1. During surgery, the multi-level reduction extenders were being used to place screws at l4, l5, and s1. While reducing, the l5 extender disengaged from the saddle of the screw. At this point, a cannulated screwdriver was connected and the extender and the screw were removed. Reduction continued until the l4 extender disengaged. Again the extender and the screw were removed and replaced in the l4 body. The surgeon then decided not to reduce the l4 screw. The rod and set screws were placed in an open fashion. The products came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: a visual review confirmed that there were witness marks on two of the inner sleeves were it appeared that the screw dislodged. A functional review of all the sleeves with some sample bone screws was conducted and the events of the complaint could not be recreated. If information is provided in the future, a supplemental report will be issued.